Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. The surgeons secured the connection between the leads and extensions by sutures, but the lead fractured only 3 months after surgery. It was reported that the patient's explant surgery will be performed in (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that there is no further information about the cause of the lead break. The revision has not yet been performed, but the hcp will give further information once it is. The date of the revision has not yet been determined.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(6) lot# va1jes0 serial# implanted: (B)(4) 2017 explanted: product type lead product ID (B)(6) lot# va1jes0 serial# implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the patient's second lead was now also broken. The patient now has two broken leads. The patient experienced a lack of stimulation. The cause of the break was unknown. The revision has been moved to late (B)(4) 2018.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-40, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during a normal programming session the hcp discovered high impedance values. An x-ray was taken and it was dis covered that there was a broken lead. An explant of the lead has been planned. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the two leads, model 3389-40, found the conductor bodies of the leads were broken less than 10 cm from the connector area. If information is provided in the future, a supplemental report will be issued.